Event description:
It was reported the femoral impactor was found fractured during tray assembly. No patient involvement.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device is fractured. Not all pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.